Manufacturer narrative:
UDI information: (B)(4). Sample was received for evaluation. Images were taken of the ¿as received¿ valve and are attached. The position of the cam when valve was received was 110mmh2o. The valve was visually inspected: no defects noted. The valve was hydrated. The valve was tested for programming and passed the test. The valve was flushed and passed the test no occlusion was noted. The valve was leak tested and the only leaked occurred from the needle holes in the needle guard. The valve was reflux tested and failed the test. The valve was dried. The valve was then pressure tested and failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found in the housing on the spring, on the spring pillar, on the ruby ball on the seat of ruby ball and on the base plate. The root cause for the pressure issue is due to the biological debris found on the spring, on the spring pillar and on the ruby ball, on the seat of the ruby ball, and on the base plate, the biological debris was not letting the ruby ball sit correctly. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
It was reported that a hakim valve was occluded and was revised. A retroauricular incision was performed. The peripheral catheter did not have any occlusions and the central catheter had flow but was replaced . After replacement, there was no flow from valve but there was vivid flow from catheter. The adverse effect on the patient was the reappearance of the symptomatology of the nph, reason which prompted the replacement. The valve was replaced and flow visible.

Manufacturer narrative:
Received new information and attempts are being made to obtain sample for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve was occluded and was revised. A retroauricular incision was performed. The peripheral catheter did not have any occlusions and the central catheter had flow but was replaced . After replacement, there was no flow from valve but there was vivid flow from catheter. The valve was replaced and flow visible.